Manufacturer narrative:
A comprehensive re-review of the manufacturing records was conducted. There were no departures that would negatively impact the implants manufactured from lot nz16300251. Bovine pericardium implants undergo a validated sterilization method: tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicated that serial ID (B)(4) met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of (B)(4)implants from the lot without related complaints. Bovine material is known to potentially cause an allergic reaction in patients with a hypersensitivity to bovine material. The development of a fistula in this case, could have been a consequence of the allergic reaction. A second product consisting of bovine collagen (hemopatch) was utilized, possibly contributing to the dose of bovine material the patient was exposed to. Although it is very uncommon, it cannot be excluded that the tutopatch could be the causative factor for the development of an allergic reaction contributing to a fistula formation and leading to the replacement of the implant.

Manufacturer narrative:
The graft was not returned for evaluation. Therefore, our investigation consists of a comprehensive records re-review for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on 06/06/2019. The complaint indicated that a (B)(6) male patient with chiari malformation underwent a suboccipital craniotomy with implantation of a tutopatch dural patch. Tissucol (unknown manufacturer) and hemopatch (unknown manufacturer) were also utilized during this surgery. Two weeks after surgery the patient developed dehiscence, swelling and inflammation, and also developed a cutaneous exanthema in the trunk. The doctor reported an allergic reaction to the tutopatch dural patch, confirmed development of a late fistula of csf and showed increase of eosinophils in the blood and csf. The patient underwent intervention two months later. The tutopatch was removed and sent to pathology. The graft was replaced by an autologous fascia lata. Pathology showed a granulomatous reaction to a foreign body with giant langerhans cells. Additional information: prior to implantation, the graft was rehydrated for one minute in warm physiological saline. Sterile scissors and tweezers were utilized to shape the graft. Post-op medication: acetazolamide